Event description:
It was reported that during insertion, the needle hub was found fractured.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: one introducer needle was returned for evaluation. The returned needle hub exhibited fractional cracks around the circumference about 0.5 cm from the top of the hub. Additionally a few longitudinal and diagonal cracks were also observed. A manual leak test was performed in order to evaluate the needle and hub for leaks. The needle hub was attached to a 10 ml syringe and water was aspirated into the syringe. The needle tip was then plugged by inserting it into an eraser and the syringe was flushed. Leaks were confirmed, as water sprayed out of several cracks in the hub. Cracking damage can occur when alcohol contacts the needle hub while it is under stress. The report does not indicate the customer used alcohol for the insertion process. The reported complaint of needle hub found fractured was confirmed through visual examination of the returned sample. The potential cause for this issue could not be determined based on the sample returned and the information provided.